Event description:
A medtronic rep reported that during testing of the navigation system interface with the orbic iso c 3d, the images were transferred over w/o issue but, when a navigated probe was introduced, accuracy was off. When the probe was touching the bone model the camera was tracking both successfully, but the screen was blank (no anatomy was showing in the axial/coronal/sagittal planes). When the probe was moved away from the bone model by several inches, they were able to navigate on the axial image only, however, the navigation was inaccurate. There was no pt present as this occurred during testing.

Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. Part not returned. A replacement iso c 3d hardware interface has been sent out to the site.